Event description:
It was further reported that during index procedure, balloon angioplasty was performed in the mid left anterior descending (lad) artery. On (B)(6) 2013, the subject presented with recurrent chest pain. The in- stent restenosis of the 1st diagonal was 99% and not 95% that was previously reported.

Event description:
(B)(6) clinical study. It was reported post procedure of a percutaneous coronary intervention, angina and in-restenosis occurred. In (B)(6) 2010, the patient presented due to recurrent angina with recurrent exertional chest discomfort and cardiac catheterization was recommended. Coronary angiography was done and subsequently, index procedure was performed. Target lesion # 1 was located in the 1st diagonal with 90% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.50 x 8 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was diagnosed with progressive angina and positive stress test. At the time of event, the patient was on aspirin and clopidogrel and the study drug was last taken on (B)(6) 2013. Coronary angiography was performed. The physician observed a 95% stenosis in the first diagonal and was treated with dilatation using 2.25mm x 20 mm emerge balloon catheter which resulted in recoil of the vessel. Subsequently, placement of 2.25mm x 16 mm promus stent was deployed to treat the recoil of the vessel. Following post dilatation, residual stenosis was 0%. Post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).